Event description:
Rt stated that on (B)(6) 2012 the patient reported to her that her trach cuff burst and was no longer holding air. The trach was placed in patient on (B)(6) 2012. The noted trach is still in the patient. No patient harm was reported in association with this complaint and no information was available about the pre testing of the trach before it was placed in the patient. The caller indicated the sample would be returned after use. Technical service is attempting to gather additional information on the status of replacement and return.

Manufacturer narrative:
The caller indicated that the sample associated to this report might be returned. If the sample is received a summary of the sample analysis will be provided in a supplemental report.